Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor experienced an issue with the angio-seal device. He stated that when the sheath and arteriotomy locator where inserted into the artery they could not achieve pulsatile flow, just a drip was seen. Adjustments were made but still the same result. The doctor made the decision to not try and insert the bypass tube. Additional information was received on 10nov2020. The procedure performed was an angiogram using a 6fr procedural sheath. The arteriotomy locator was adjusted. The blood loss was than 7ml. Hemostasis was achieved by manual pressure. The patient was reported to be in stable condition. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.